Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dosage) via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was despondent in the emergency room (ER). The patient was showing signs of narcotic overdose. It was noted that the only narcotic the patient was on was the morphine in the pump. The patient had a tramadol at 2:00am on (B)(6) 2018. The patient was responding to narcan, per the ER staff. The consumer wanted to know if someone would check the patient's pump. No further complications were reported.